Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken tri-funnel balloon is confirmed and the cause cannot be determined. The device returned was one 20 fr tri-funnel replacement gastrostomy tube (000720) and one label identifying the product as 000720, from lot ngay4815. Visual observation found whitish residues within the main lumen and what appeared to be a longitudinal hole in the side of the balloon. The device leaked from this hole during infusion. Microscopic evaluation found the balloon break to be longitudinal and very straight, with a finely granular break surface, with a protrusion on one side near the middle that had an irregular break pattern. The area around the break felt smooth. The longitudinal slit appears to be the result of a burst, but the irregular damage at the protrusion of material at the burst site appears to be the point of origination, suggesting that it was present before the burst occurred. The source of this damage is unknown, and therefore the cause of the event is unknown. Possible contributing factors include needle pricking, tool damage, and overpressurization.

Event description:
It was reported that the balloon of the tri-funnel probe broke and the probe came out two days after insertion. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngay4815 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the balloon of the tri-funnel probe broke and the probe came out two days after insertion. No reported patient injury.